Event description:
No report of pt harm or injury related to this event. A customer reported that when burning exams to cd, deleted images are showing on cd.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. This issue is under investigation.